Manufacturer narrative:
The bur subject to this complaint was not returned for eval. Incorrect details of lot no were provided. It was not possible to determine the definitive root cause for the alleged breakage.

Event description:
It was reported that the bur broke in the pt's mouth during a procedure. No adverse consequences were reported.